Manufacturer narrative:
(B)(4). Batch # r93c5j. Device analysis: the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In addition, a malformed clip was returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 4 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested, and the following was obtained: did multiple clips feed into the jaws of the device? No. Did the clip feed sideways into the jaws of the device? No information. Did the clip feed slowly into the jaws of the device? No information. No further information will be provided."

Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws properly and fell off. No clips fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.